Manufacturer narrative:
Date of event is estimated. Additional components potentially involved in the event include: common device name: octrode lead kit, 60cm length, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000133272.

Event description:
It was reported that the patient experienced ineffective therapy. As a result, surgical intervention was undertaken on (B)(6) 2026 wherein the leads were explanted to address the issue. It is unknown which lead the allegation is against.